Manufacturer narrative:
The reported events of fracture and premature release were confirmed. As received, a catheter was returned in one piece for analysis. X-ray examination found both tethers were buckled and fractured inside the transition zone. The cause of reported events was due to fractured tethers in the transition zone.

Event description:
Related manufacturer reference number: 2017865-2024-33513 it was reported the patient presented for implant procedure. During surgery, the delivery catheter exhibited a mid-tether fracture and was unable to go into long tether mode with the leadless pacemaker (lp). After successful positioning, the lp would not release from the delivery catheter. When the physician attempted to redock, the lp released. The lp was successfully implanted. The patient was in stable condition.